Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that a patient was injected with an unspecified filler. About 11 months later, patient "developed multiple large delayed granulomas at the injection sites and continuing to develop more.¿ no biopsy confirming "granuloma" was provided. The patient was started on prednisone on the following month. Event is ongoing.